Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose of 511 mg/dl. The customer treated by bolusing. The customer was advised to check blood glucose and it was 522 mg/dl. Customer was advised to check her blood glucose at 6 pm and it was at 487 mg/dl. The product was not returned for analysis.